Manufacturer narrative:
Sections with additional information as of 28-oct-2020: complaint was forwarded to packaging based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by packaging and no abnormalities observed. No product lot number provided for the alleged defective lot. Unable to perform retention testing on primary lot.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for physical defects of strips. The customer is concerned with bent strips. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The test strip lot manufacturers expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.